Event description:
Customer reportedly received results of 256 mg/dl and 99 mg/dl within 4 minutes on the performa system. No actions taken based on device results. No adverse event reported. The test strips have been discarded; therefore, the lot number is not available and the product will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.